Event description:
A non-delivery, the nurse reported to the customer contact that the "line c will not infuse" and the pump alarmed for "occlusion" no specific programming parameters were provided. There were no reports of any adverse events while the device was in clinical use. During testing at the user facility, a non-delivery was noted on line c. It was unspecified if the pump alarmed.